Event description:
Additional information was received on (B)(6) 2015 indicating that there was a lead migration down to mid t8 and to the left. The patient lost back coverage with stimulation and was only feeling stimulation in the legs. There were impedance test, x-rays, and reprogramming as part of diagnostic testing and troubleshooting. The lead was revised on (B)(6) 2015 to top t8 and midline. The lead was anchored down to the fascia.

Event description:
It was reported that the patient experienced a loss of stimulation in the correct location and stimulation in the wrong location which led to less than 50% therapy relief to their legs. The patient was in their doctor¿s office on (B)(6) where it was determined (via x-ray) that the lead component of their implantable neurostimulator (ins) had migrated down to the bottom of t8 and to the right. The initial lead placement (in 2013) was at the top of t8 and midline. A lead revision procedure was performed on (B)(6) where the lead was repositioned to the top of t8 and midline and re-anchored with 2-0 silk suture. The stimulation was turned on post-operatively where it was noted that the patient received stimulation where they needed it. The physician told the patient not to turn the stimulation on for one week post-op while they healed. The patient was to meet in their doctor¿s office sometime next week for a post-op visit. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the lead migrated from the top of t8 to top of t9 after anchored with sutures only. A lead revision was completed. Impedance testing, x-rays, and reprogramming were done. The patient¿s status at the time of report was alive with no injury. The patient experienced headaches, pain, and unpleasant stimulation in the abdomen/ribs.